Manufacturer narrative:
(B)(4). Evaluation summary: unique device identifier: (B)(4). The device was returned. The reported separation was confirmed although difficulty removing the stent delivery system could not be replicated in a testing environment due to the condition of the returned device. Based on the visual and dimensional inspection of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents from this lot. Based on the information reviewed, there is no indication of a product quality issue with the respect to manufacturing, design, or labeling.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a de novo lesion in the left anterior descending artery. An unspecified stent delivery system (sds) was advanced over the balance middleweight (bmw) guide wire to the target lesion and the stent was deployed. During removal of the sds resistance was felt and the bmw guide wire pulled back with the sds. It was noted the guide wire tip had separated and remained in the guide catheter. The balloon was inflated to catch the guide wire tip in the guiding catheter. The proximal segment was retrieved with difficulty from the patient through the hemostatic valve. The separated segments were removed, no separated segment remains in the patient. The patient is in good condition. There were no consequences as a result of the event, the procedure was successfully completed. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.